Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sometimes had to press buttons twice. Customer's blood glucose value was over 200 mg/dl at the time of the incident. The customer also "report" that pump was slower during rewind and motor makes grinding noise. Insulin pump will not be returned for analysis.